Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger doesn't recognize batteries) has been confirmed. Upon evaluation, the battery charger connector was corroded. The cause for the corrosion cannot be positively determined but was likely the result of liquid ingress. No adverse event resulted from the defective battery charger. The patient received a replacement battery charger. Device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (won't power up a monitor) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack. Charger/modem sn (B)(4). Battery pack sn (B)(4).

Event description:
A (B)(6) male patient contacted zoll customer support to report that one of his batteries would not power on the device. A patient service representative (psr) assisting this patient then reported that the battery charger would not recognize either battery. The patient was sent a replacement battery and charger.